Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump stopped giving them audible alarms. The customer¿s blood glucose was unknown at the time of incident. The customer and the device were not present at the time of the call. They will call back to troubleshoot. The device will not be returned for analysis.